Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard perfix plug (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol perfix plug (device #2). It is alleged that on (B)(6) 2019, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6)2011, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol perfix plug (device #2). It is alleged that on (B)(6)2019, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2011- patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿indirect hernia sac with incarcerated oemtum was identified in left inguinal region and was dissected. A perfix plug (device 1) was passed through the internal ring and sutured circumferentially to the internal ring¿. (B)(6)2019- patient was diagnosed with obstructing cancer of the rectum, thereby underwent open repair with explant of perfix plug (device 1), implant of bard flat mesh (device 2). Per op notes, ¿a piece of mesh (device 1) from an old hernia that had extruded through into the peritoneal cavity with adhesions. Then the perfix plug (device 1) was excised and sutured. A bard flat mesh (device 2) was placed on the floor of the inguinal canal and was sutured to the internal ring.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned